Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on (B)(6) 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that one or more time blocks in the meter have had settings changes without direction of the user. Yesterday a patient had to change the battery. The time block that covers lunchtime has since changed to be 1 unit for 2g of carbs instead of 10g of carbs and the isf has also changed from 2mmol/l to 1.1mmol/l. No adverse event was reported. The serial number was not provided. The blood glucose monitor was requested to be returned for product evaluation.